Event description:
It was reported following a motor vehicle accident, the patient developed pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg pocket was relocated to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.